Event description:
It was reported by the arjohuntleigh sales exec that he noticed the damage to the lifter in question on a visit to the hospital (the lifter was not in use at the time also it had not been reported by the hospital as damaged).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the manufacturer arjo (B)(4). (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.